Event description:
During a lap appendectomy procedure, the flapper valve broke off when using device and lost co2. The broken piece was removed from the patient. Replaced with another device. No patient consequence.